Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the mobile system within 10 minutes: hi (result > 33.3 mmol/l) and 3.4 mmol/l. Customer administered his "normal dose" of humalog after the result of hi (result > 33.3 mmol/l). No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.